Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the ac power cord was observed. The device's ac power cord was replaced to address the issue.